Event description:
Additional information was received indicating diagnostic imaging was performed and dislodgment of the right atrial (ra) lead was observed. A revision procedure was performed and the ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, undersensing, p-wave amplitude variation, and noise was noted on the right atrial (ra) lead. The physician suspected ra lead dislodgment, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. No additional intervention has been performed at this time. The paiten twas in stable condition and will continue to be monitored.